Event description:
Same case as MFR report #: 2134265-2011-02600. It was reported that during a stenting treatment procedure, a stent which was moved out of position. The procedure treated a long lesion located in a vein graft in the left circumflex (lcx) artery. The filterwire ez was placed in the graft of the lcx successfully. The area was then pre-dilated and two veriflex stents were successfully placed next to each other (not overlapping). No post dilation was performed on the stents. The retrieval sheath was then advanced but met resistance, so it was removed and another retrieval sheath was advanced. It was then noted that the retrieval sheath was meeting resistance because the filter was caught on the distal edge of the distal stent. A lot of pressure was used to advance the retrieval sheath and eventually the retrieval sheath popped, advancing through the stents. At this point, it was noted angiographically that the distal stent had been dragged so that it was completely inside of the proximal stent. The retrieval sheath was now able to capture the filter and it was successfully removed. Post dilation was then performed on both stents, the distal stent being completely inside of the proximal stent, with good expansion and good timi flow. They ended the procedure after that with no further complications or injury to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).